Event description:
It was reported while using bd nexiva¿ closed peripheral IV catheter system the catheter was damaged. This occurred 56 times. There was no report of patient impact. The following information was provided by the initial reporter: problem getting needle out of plastic tube, extra plastic tip at the end of cannula - the customer experience that the plastic tubing seems to have a break or a small elevation, so when they insert the cannula it seems to stop against the skin. They don't experience a smooth insertion like they are used to.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-nov-2022. H6: investigation summary bd received eleven 18 gauge nexiva units from lot 2005335 for evaluation. Ten of the units were received in their original sealed packaging and one unit appeared to be opened and used. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no visible defects on each unit. Next, the sealed units were tested for needle penetration force, catheter penetration, and catheter drag force. For catheter penetration force, four units failed and were found to be outside of product specifications. For needle penetration, two units failed and for catheter drag for three units failed. Next, the unsealed device was microscopically inspected since the same testing could not be performed. During microscopic inspection, the engineer identified that the needle tip was slightly blunted and potentially clogged by a large piece of material present near the catheter tip. The material found appeared to be adhesive from the manufacturing process. Therefore, based off the visual/microscopic inspection and testing the engineer was able to verify the reported defects. It was determined that these were manufacturing defects that occurred during the manufacturing and assembly process. H3 other text : see h10

Event description:
It was reported while using bd nexiva¿ closed peripheral IV catheter system the catheter was damaged. This occurred 56 times. There was no report of patient impact. The following information was provided by the initial reporter: problem getting needle out of plastic tube, extra plastic tip at the end of cannula - the customer experience that the plastic tubing seems to have a break or a small elevation, so when they insert the cannula it seems to stop against the skin. They don't experience a smooth insertion like they are used to.